Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 538 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones. Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Customer was subsequently admitted to the intensive care unit for an unrelated issue and was discharged (B)(6) 2023; customer resumed insulin therapy via the pump. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.